Event description:
Insufflator purchased 6/94. Problems were identified by physicians staff with use of the equipment. For example, when the smoke evacuation was used, the abdominal pressure could not be maintained even though the gauges indicated the set pressure. Without infusing the smoke evacuator, visibility was impaired. In 9/94 the sales rep and an engineer came to the hosp to inservice the staff on use of the equipment. They felt after review that it was a design problem, not a knowledge problem. They promised that a new unit was going to be approved in 12/94 by FDA and they would exchange 2 units for 2 new units. 12/94 manager of special services was called regarding above, and one unit was sent back for evaluation per his request.